Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver would not retain the mating screw during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number (B)(4). Additional information: method, results, and conclusions - the driver was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that a screw driver would not retain the mating screw during surgery. There were no reported patient impacts associated with this event.